Event description:
The pump was returned for a damaged keypad. Evaluation found no damage to the keypad but found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were found to be responding properly to button presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the issue, the vibration motor was found to have failed. (B)(6).